Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing became disconnected from the patient line. Customer's blood glucose was 170 mg/dl. Customer reverted to manual injections and resumed insulin delivery.